Event description:
On (B)(6) 2015, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient¿s onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. The csr was advised by the reporter that the alleged meter inaccuracy began on (B)(6) 2015. The reporter claimed blood glucose readings ¿with a difference of around 30 mg/dl¿ were obtained with the subject meter. The tests were performed within 20 minutes of each other. During the follow-up call, the reporter informed the csr that the patient tests her blood glucose 3 to 4 times a day. The reporter stated the patient manages her diabetes with insulin (unknown type and dose) and self-adjusts the dose based on meter results. It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged inaccurate readings. The reporter confirmed the patient did not develop any symptoms however claimed the patient was treated by her visiting nurse with insulin (unknown type and dose) at an unspecified time on (B)(6) 2015 as a result of the alleged issue. The reporter claimed no other blood glucose tests were performed on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr confirmed that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly received health care professional (hcp) treatment for a high blood glucose excursion after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (06/01/2015). The patient¿s meter has been returned on 5/15/2015 and evaluated by lifescan product analysis on 5/19/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - (B)(6) 2015 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A device history record (DHR) was done on the subject meter lot, which was found to have a non-conformances (nc). The planned deviation, however, is a shipment authorization issue that has no adverse impact on the product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.